Manufacturer narrative:
D4- UDI would not fit in field: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where the patient had conduction disturbance when advancing (B)(6) turn. A temporary pacer was inserted and left in place post procedure. The small 1cm below and short lvot made it difficult to advance dock past aortic valve and clear lvot. Encircling was not possible, and the procedure was aborted.